Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fluff shedding: tampon [device breakage]. Case narrative: consumer reported via phone that there was fluff shedding. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Fluff shedding- tampon [device breakage] case narrative: consumer reported via phone that there was fluff shedding. No injury reported.